Event description:
Supplemental report is being submitted due to the completion of the investigation. A major bent/kink was noticed on the deployment system when backloading the wireguide through the fusion port. The device was not used due to the very obvious bent in the deployment system. No information related to adverse effects to the patient received to date.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1609405 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1609405 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1609405 ; upon review of complaints this failure mode has not occurred previously with this lot #c1609405. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. There may be several possible causes for the kink in the flexor, it may be as a result of handling removing the device from packaging or during preparation or while backloading wireguide through fusion port. From additional information provided, at what stage of the procedure did the complaint occur? Preparing the evolution, major kink was noticed while backloading wireguide through fusion port. The stent was not used. However, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, the device was not used. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A major bent/kink was noticed on the deployment system when backloading the wireguide through the fusion port. The device was not used due to the very obvious bent in the deployment system. No information related to adverse effects to the patient received to date.